Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly and display. Visual inspection revealed no anomalies. Bench analysis found that the device had no ventricular output due to an open via in the circuit board. Upon removal of a component a foreign material was found under the part. The display white wire was pinched but insulation was not compromised. The error log contained no errors. Confirmed the reported event, the circuit board was contaminated and there was an open trace. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of no ventricular output and attributed it to the main printed circuit board being out of specification. It was also noted that the display wires were pinched and exposed. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator had no ventricular output. The generator was returned for service. There was no patient involvement.